Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was informed by their physician to get the device interrogated due to it reportedly misfiring. The crt-d remains in service. No adverse patient effects were reported.